Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Fms vue pump not functioning properly, nor suctioning. Needs to be looked at.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: per service manual operational and diagnostic analysis does not confirm the reported issue (pump not functioning properly, nor suctioning). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. The root cause could not be determined as the device was functioning as intended. No further investigation beyond what is noted below will be conducted on this complaint. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this device serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).